Event description:
The surgeon feels the delivery needles are bending easily. Issue occurred with two straight and two curved devices. Sales rep stated the he was not in the case but was told the tough leathery portion of the meniscus was attempted to be penetrated. He confirmed that the surgeon experienced a delay of approximately 50 minutes in order to attempt penetration of the meniscus. A total of seven devices was opened during this case however, none were successfully used. The procedure was completed using the "inside out" technique. There was no pt injury reported in this case.